Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing at user facility the blade was ejected from the handpiece. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Event description:
It was reported that during testing at user facility the blade was ejected from the handpiece. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
Correction d9: the device was not returned for evaluation additional information d4: UDI is unknown as the catalog/lot number were not reported. H6: the quality investigation is complete.